Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a revision procedure on (B)(6) 2024 (related manufacturer reference number:1627487-2024-09483), the lead was partially explanted, and physician decided to cut the lead and abandoned the rest in the patient. No intervention will be done to explant the remaining lead.